Event description:
During preparation for at ptca procedure, the balloon shaft was found to be broken. The physician was removing the protection ring from the maverick2 monorail ptca catheter balloon when the balloon shaft "fell into pieces." The physician decided not to use the device. Patient's condition is reported as "ok."

Manufacturer narrative:
The product had not been returned as of the date of this report.